Manufacturer narrative:
Analysis: no component of the venaseal kit was returned for evaluation. A series of five photographs were received and reviewed. Photographs one and two are of the venaseal kit labels: photo one indicates that the kit was used to treat the greater saphenous vein in the left and right legs; photo two indicates that the kit was used to treat the small saphenous vein in the right leg. Photographs three and four are of the patient¿s right leg and exhibit redness. Photograph five is of the patient¿s left leg and exhibits redness. The photographs confirm the customer experience of redness of the skin over the treated veins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat the great and short saphenous vein as per IFU. It was reported 3 weeks post procedure, the patient complained of a painful warm swelling, with purple discoloration on both legs, and burning sensation from heel to buttocks, symptoms that come and go. The patient took over the counter anti inflammatory drugs initially to alleviate symptoms. Symptoms persisted. On (B)(6) 2016 treating physician prescribed medrol dosepak (steroids). An ultrasound of the bilateral lower extremity was conducted and showed "no phlebitis, no dvt but was positive for edema in the superficial tissue." The patients symptoms have improved. Additional information received 6th dec 2016: the patient contacted the physician complaining of shortness of breath with exercise, advised to attend ER and was admitted with a severe pulmonary embolism ((B)(6) 2016). Additional information received (B)(6) 2016: the patient is improved and has been discharged from hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.